Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test , rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion alarm due to missing segment. Device received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had partial display and no delivery. The customer¿s blood glucose level was 320 mg/dl. The customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. Customer stated that the pump did not alarm no delivery. The customer stated that the status screen got a partial display. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instruction. The insulin pump will be returned for analysis.